Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was high and was taken to the hospital for assistance. Customer stated that she was having trouble with her insulin pump it was constantly alarming no delivery. Nothing further was reported.